Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 300 mg/dl to 404 mg/dl. The bg level was addressed with a bolus via the pump. The cause of the elevated bg level was unknown. The supplies were changed prior to the report and the contact declined troubleshooting with tandem's technical support.